Event description:
It was reported that the patient was not getting relief, and a pool of csf was noted in the lumbar region. The patient underwent surgery which revealed that the catheter was sheared and appeared "very mangled". A small piece of the catheter was explanted and returned for analysis. The patient recovered without sequela. The drug contained in the patient's pump is unk.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.